Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an x-ray examination found the right ventricular (rv) lead was fractured. The patient is awaiting a device upgrade where the rv lead will likely be replaced, no intervention was performed at this time. The patient was stable.

Event description:
During a device upgrade procedure, the rv lead was capped. The rv lead fracture was confirmed during the procedure and the patient was stable.

Event description:
Further information was received indicating that lead noise with inappropriate high ventricular rate and myopotential oversensing occurred prior to the lead being capped.